Event description:
The account alleged the head of the bed is drifting.

Manufacturer narrative:
The technician found the CPR linkage was too tight. The tech adjusted the CPR linkage to repair the bed.